Event description:
It was reported that the 9800 system had no fluoro. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Based on info provided the following components have been requested. Generator driver pcb, filament driver pcb and backplane generator driver cable. It is believed that once the identified components are replaced, the reportd issue will be addressed. If any additional info is received that indicates otherwise, a follow up report will be submitted as required.